Manufacturer narrative:
A review of the dhrs of the top level and sublots as well as the inspection records was conducted, and no deviations or non-conformances were found. The customer did not return any samples for evaluation. Additionally, no photographic or visual evidence was submitted that would have allowed this allegation to be reviewed. Without the necessary evidence, a thorough investigation cannot be performed. Determining a root cause and corrective action is not possible. If the samples are returned at a later date, then this complaint may be reopened for re-evaluation.

Event description:
We had two biopince devices fail to obtain samples during a kidney biopsy today despite a good sampling path shown with ultrasound guidance. Each sample was ¿empty¿ when trying to expel the core. Interestingly, there was a core found lying on the patient at one point as if it had fallen from the biopince after obtaining a sample. At least 4 passes were made with each device before finally using a side-cut needle. I believe the devices malfunctioned placing the patient at risk of increased bleeding. Attaching the product packaging labels for reference. Please let me know if any other information is needed.

Manufacturer narrative:
It is unknown if sample will get returned for investigation. As of this date, sample was not returned. No images or videos were provided either. Argon inquired about product return and will submit a follow-up report when new information becomes available.

Event description:
We had two biopince devices fail to obtain samples during a kidney biopsy today despite a good sampling path shown with ultrasound guidance. Each sample was ¿empty¿ when trying to expel the core. Interestingly, there was a core found lying on the patient at one point as if it had fallen from the biopince after obtaining a sample. At least 4 passes were made with each device before finally using a side-cut needle. I believe the devices malfunctioned placing the patient at risk of increased bleeding. Attaching the product packaging labels for reference. Please let me know if any other information is needed.